Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. Data was reviewed from the reported event date of 10jul2025. A no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu) (serial number unknown). The no external power alarm resolved when power was restored to the mpu approximately twenty seconds later. The backup battery supported the system as intended during the loss of external power. Provided information indicated that the mpu was disconnected from the wall outlet, which was determined to be the root cause of the reported event. Attempts were made to obtain additional event information, but no response was received. The device history records unable to be reviewed due to the serial number of the mpu being unknown. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 instructions for use (rev. G) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. G) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2025 from a rehab facility where in the midst of going into a medical emergency, was reportedly disconnected from a power source (mobile power unit (mpu) was unplugged from the wall), their system controller was changed out, and it was unclear if the new system controller had batteries connected when first attached. There was not a complete knowledge on the patient's history. The device appeared to be running without issue now, but log files were sent for review to ensure no device related issues prior to discharge to a different rehab. Log files were reviewed, and they captured system controller clock corrupt messages, indicating that it had lost all power. On (B)(6) 2025, at 10:40:51, the pump was started up. At 10:40:51 and going forward in the log file, the log file captured routine events, and there were no adverse alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.